Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with an enlarged atrium. It was noted that due to a suboptimal transseptal puncture, the physician needed to use 1/2 to 3/4 turn of + knob on the steerable guide catheter (sgc) to restore perpendicularity to the valve. During the procedure, repeatedly became over straddled despite adjusting and constantly tightening the fastener on the stabilizer. The physicians noted the device became over straddled a lot more often than what they typically see. Despite the struggles, two clips were successfully implanted, reducing mr to a grade of <1.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported difficult or delayed positioning associated with positioning the device to the anatomy and unintended movement of steerable guide catheter (sgc) associated with the over straddling of the device appears to be related to patient anatomy (enlarged atrium and suboptimal transseptal puncture). There is no indication of a product issue with respect to manufacture, design or labeling.